Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed. It was reported that a there was a removal of a left 1st mtp fusion plate (foot-reconstruction-system) and re-fixation due to non-union. Initial procedure (1st mtp fusion) occurred on (B)(6) 2015. Removal of left 1st mtp fusion plate occurred on (B)(6) 2016. Surgeon said that once the plate had been removed it was evident that only partial union had occurred and therefore was required to debride the fusion site and re-fix. This non-union has resulted in the patient having a second operation for removal of plate and re-fixation. One plate was received for investigation with complaint category of "adverse event : no reported product problem". The plate shows wear consistent with implantation and explantation. This complaint condition could not be confirmed, as no x-rays were provided and therefore no visual evidence of a non-union exists in the complaint file. Whether this complaint condition can be replicated at cq is not applicable for this condition as no product problem was reported. A visual inspection under 5x magnification, device history record (DHR) review and drawing review for the returned plate were performed as part of this investigation. No product design issues or discrepancies were observed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Partial part number 02.211.0xx provided. Phone number: (B)(6). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
For revision surgeon used non-synthes staples and bone graft.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in australia as follows: it was reported that a revision surgery of left foot fusion plate (foot-reconstruction-system) was completed on (B)(6) 2016 due to non-union. One (1) variable angle (va) fusion plate and an unknown number of screws were removed. All devices were intact prior to removal. The original construct was implanted on (B)(6) 2015. It is undetermined how the non-union was initially identified. It was stated once the plate was removed, the non-union was apparent. The fusion site was debrided. The patient was revised to an unknown device for re-fixation. No surgical delay was reported. Patient status is unknown. This report is for unknown quantity of unknown screws. This is report 2 of 2 for (B)(4).